Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Pt status post plate and screw implantation returned to surgeon with pain. An x-ray showed the plate broke with the screws being intact. Surgeon removed hardware.